Event description:
Cvvh machine alarmed for "blood leak". There was no blood leak noted. Instructions followed on machine which said after 2 attempts at restarting if it didn't work replace the cartridge. Blood was returned to patient. The cartridge was exchanged. Manufacturer response for cvvh cartridge, (brand not provided) (per site reporter) no report to date.